Manufacturer narrative:
(B)(4).

Event description:
It was further reported that approximately two months later, the rv lead had dislodged and moved. The rv lead was found to have no capture. The lead was repositioned and remains in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead has high thresholds. The lead remains in use. No patient complications have been reported as a result of this event.